Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient reported headaches that were positional in nature. The patient was advised to rest, increase fluid intake and was started on fioricet. The patient reported improvement with fioricet but their headaches persisted. Headache. (B)(6) 2025: persistent positional headache. (B)(6) 2025: persistent positional an epidural blood patch was performed. The patient initally reported that their headaches resolved but later reported a reoccurring headache. A repeat epidural blood patch was performed nd the patient continued fioricet. The issue was reported as resolved without sequelae.